Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in the emergency room because of multiple syncopal episodes. It was determined that 3 weeks earlier the lead had low impedance and was automatically switched to unipolar settings. The unipolar impedance measures higher than the bipolar impedance. It was further reported that the lead is not sensing and a noise episode was recorded. The lead remains in use. No further patient complications have been reported as a result of this event.